Event description:
It was reported by the affiliate that during a hemorroidopexy (longo technique) the firing handle did not move nor actioned. Finally the surgeon fired and the staples were applied. Two staples remained open and moderate bleeding occurred. The surgeon sutured by hand the area of tissue where the two staples were not properly applied. No patient consequences were reported. Device will not be returned. Affiliate reference.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.